Manufacturer narrative:
Disposal of the unit would include opening the device to remove the internal batteries. As reported it appears likely that this is when the customer identified the fluid within the battery compartment. The sample was returned opened by the customer, and the batteries not included. A functional test was not performed. Visual evaluation of the device found fluid had entered the unit, going past the motor seal and into the battery compartment/housing. It was identified that there was internal damage to the components that contribute to the fluid leak. There are multiple steps within the manufacturing process that could contribute to fluid passing beyond the lip seal assembly. Based on our evaluation and the condition of the device we have identified the most likely root cause to be manufacturing related. A review of the manufacturing records for the subject lot was conducted and found no discrepancies or anomalies during the manufacture of the subject lot, the product met specification. A review of the subject lot found this to be the first complaint reported for the (B)(4) units released to stock in february of 2018. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after using the hydrosurg irrigation device, during tear-down of the room, it was noted that irrigation fluid had leaked into the battery compartment/housing. The fluid leak was not noted during use of the device. Discolored fluid with greenish sediment was also leaking from the battery pack. The case was a hysteroscopy with endometrial polypectomy and endometrial ablation (hta) and a laparoscopy with left ovarian cystectomy. The hydrosurg is reported to have been in use for 5 minutes during the case. No patient or user injury occurred.